Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during next generation product testing, high amounts of particulate were generated when the mapping catheter was inserted into and withdrawn from the balloon catheter. The amount of particulate was found to be above the acceptable limits for patient safety. There was no patient involvement.

Manufacturer narrative:
The mapping catheter 990063-020 / 213412258 was tested and visually inspected. In addition, the mapping achieve catheter devices are 100% visually inspected to prior primary packaging process. Deeper analysis was carried out to confirm what originates the event and why detection or other controls may not identify it. Particles were identified in the wiping cloth that could contaminate another device. However, there were no contaminated devices during this review. Definitive root cause could not be determined to the device manufacturing. In conclusion, the reported foreign material on the mapping catheter was confirmed by the manufacturing engineers. If information is provided in the future, a supplemental report will be issued.